Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. A component whose function is to facilitate the insertion of a particular device. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device was discarded at facility. Investigation is ongoing, and results are not yet available. A conclusion has yet to be established as the investigation is incomplete.

Event description:
On (B)(6) 2022, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath (dsf). During procedure while deploying the ipsilateral leg, the physician attempted to push it up proximally for 1.5 cm; however, he could not push it sufficiently which resulted in unintentional partial coverage of the left internal iliac artery (iia). It was reported, that to recover the partial coverage, the physician pushed the ipsilateral leg by the dsf, but then rupture of the left iia was noted during this process. Therefore, the left iia was coil-embolized and an additional stent graft was deployed at the ruptured site. The patient tolerated the procedure. Additional information received via fsa on may 16, 2022, as follows: the catalog number and serial number for the dsf is (B)(4).

Manufacturer narrative:
H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.